Event description:
According to information received on (B)(6) 2013, the device was tested in situ as the pt has no access to sound with the device. Re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.